Event description:
Meter name: one touch basic enhanced. Symptoms: weak. A pt reportedly was unable to test on the meter. Pt meter allegedly would only prompt the not ok message. There was no other product comparision. Treatment was not reported. No further info has been reported.